Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00202, 3013450937-2022-00203, 3013450937-2022-00204, 3013450937-2022-00205, 3013450937-2022-00206, 3013450937-2022-00207, 3013450937-2022-00208, 3013450937-2022-00209, 3013450937-2022-00210, 3013450937-2022-00211 and 3013450937-2022-00212.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge, eleos tibial poly spacer, eleos distal femur axial pin, eleos distal femur and 2 x eleos male-female midsections. No additional information regarding this adverse event has been provided.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge component, eleos tibial poly spacer, eleos distal femur axial pin, eleos distal femur, and two eleos male-female midsections. The following eleos implants remain implanted from the patient's original surgery: cemented segmental stem, biogrip modular collar, collar locking ring, tibial baseplate, canal-filling stem extension, and tibial baseplate screw. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 213: no device problem found h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data